Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 258 mgd/l and either 123 mg/dl or 128 mg/dl. Customer could not recall the exact value of the 2nd reading. No adverse event was reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.